Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, d6a, g2.

Event description:
Healthcare professional reported "grade IV periprosthetic capsular"; ultrasound performed. This record is for the left side device. The device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of 2013 provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "grade IV periprosthetic capsular".

Event description:
Healthcare professional reported "grade IV periprosthetic capsular"; ultrasound performed. This record is for the left side device. The device remains implanted.